Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2012, a follow up CT scan showed an air sac (gap) which the physician diagnosed as a possible infected graft. An explant was performed on (B)(6) 2012. The physician then performed a neo-aortoiliac system (nais) bypass procedure successfully on this pt. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The review of the sterilization paperwork verified that this lot met all pre-release specifications. Additional devices implanted and/or related to this event: pxc201000/7558461 and pxc141200/8165200.